Event description:
It was reported that the surgeon inserted an aq2010v silicone three-piece lens and the lens tore. Half of the lens remained in the cartridge and the other half was inserted into the patient's eye. The lens was removed with no patient injury, no enlarged incision or sutures. Another same type lens was implanted.

Manufacturer narrative:
Evaluation codes: results: visual inspection of the returned product found the lens optic torn into two pieces, with one of the pieces stuck in the returned cartridge. There was no visible damage to the cartridge. One haptic was torn off and missing. There was evidence of clear surgical residue. Conclusions (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.